Manufacturer narrative:
Terumo cardiovascular systems corporation has not received the actual device for evaluation; therefore, the investigation has yet to be completed. A follow-up report will be submitted when the investigation is complete and/or more information becomes available. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that a leak occurred at the sensor during prime. No patient involvement as this occurred during prime. Device was changed out. Procedure completed successfully without delay.

Manufacturer narrative:
(B)(4). The actual sample was microscopically inspected upon receipt. No definitive defects were found that would attribute to the reported complaint, specifically in the amount or in placement of the adhesive on the thermowell. The actual device was gradually pressurized in a water bath to roughly 1000mmhg during which the unit began to leak at approximately 750 mmhg at the thermowell. A review of the device history record revealed no anomalies during manufacturing. A definitive root cause could not be determined but has been attributed to customer technique. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.